Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited adhesive on bending section cover was detached. There was no patient involvement.